Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of blood remaining in the y-site is confirmed; however, the exact cause is unknown. One photograph of the y-site of an infusion set was returned for evaluation. An initial visual observation of the photograph showed a small amount of blood within the y-site of an infusion set. The blood residue appeared to be located where the stem of the needleless injection cap terminates within the y-site. While the presence of blood in the y-site is confirmed, how and why the residue remained within the device could not be determined. The product IFU states: ¿after therapy completion, flush port per institutional protocol. Close the clamp while injecting the last 0.5 ml of solution.¿ this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, blood is getting trapped at the bifurcation site on powerloc safety infusion set. Despite attempting to flush line beyond what policy states should be required, blood remain trapped in the line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.